Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading of 'lo' (< 40 mg/dl) with the freestyle libre sensor, which was lower than a competitor meter reading. The customer self-treated with sugar, then self-presented to her diabetologist. The diabetologist decided to hospitalize the customer for 4 days. The customer was treated with anti-diabetic medications and had insulin protocol revised. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. And a valid serial number has not been provided. Extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. Clinical data was reviewed and confirmed, that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed, and showed no anomalies or non-conformances, that could have lead to the complaint. A tripped trend review was conducted for the reported complaint, and fs libre sensors, no trends were identified that would indicate, any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation: it was determined, that the serial number provided by the customer ((B)(6)) and previously reported to the FDA, was not a valid serial number.  Therefore, section d4: was updated to unk.

Event description:
A customer reported, a low reading of 'lo' (< 40 mg/dl) with the freestyle libre sensor. Which was lower than a competitor meter reading. The customer self-treated with sugar. Then self-presented to her (B)(6). The (B)(6) decided to hospitalize the customer for (B)(6) days. The customer was treated with anti-diabetic medications. And had insulin protocol revised. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This follow up report is to provide the following additional information: upon review of call with customer, it was determined that customer's hospitalization was not due to adc device. The customer's hospitalization was already scheduled by customer's doctor, on (B)(6)2020 due to the customer's high hba1c, at the time customer experienced low sensor reading on (B)(6)2020. There was no adverse event nor third-party treatment due to the reported low freestyle libre sensor scan readings; customer only self-treated with sugar which is consistent with low reading. Based on the additional information provided, there is no indication that the adc device was involved in or contributed to the reported medical event, therefore adc considers this issue closed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report: h10 addtl mfg narrative has been updated to provide additional information, upon review of customer's report.

Event description:
A customer reported a low reading of 'lo' (< 40 mg/dl) with the freestyle libre sensor, which was lower than a competitor meter reading. The customer self-treated with sugar, then self-presented to her diabetologist. The diabetologist decided to hospitalize the customer for 4 days. The customer was treated with anti-diabetic medications and had insulin protocol revised. There was no report of death or permanent injury associated with this event.